Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to their routine two week post implant check with symptoms of dizziness, shortness of breath, and fatigue. Device interrogation showed no capture on the ventricular lead. Chest x-ray showed lead dislodgement. The lead was explanted and replaced. The patient is enrolled in the protect- pace clinical study. No further patient complications have been reported as a result of this event.